Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, the cause of the reported death could not be conclusively determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: article title "impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation"

Event description:
It was reported through a research article that from 2008 to 2022 at 27 international sites, 1,509 patients underwent a mitraclip procedure. By the two-year follow up, the implanted mitraclip may have cause or contributed to death. Additional information is listed in the attached article, titled ¿impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature attachment: article title "impact of intraprocedural mitral regurgitation and gradient following transcatheter edge-to-edge repair for primary mitral regurgitation".